Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The caller was informed to report any recurrence of the malfunction.